Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected during withdrawal of the device and sheath and slipped out. The device was removed with the indicator wire exposed. There was no reported patient injury. The exoseal vascular closure device was prepared and used according to the instructions for use (IFU). A visual inspection revealed no damage to the indicator wire loop. Hemostasis was achieved by manual compression. The device was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. No issues were encountered while depressing the cowling/guard. The indicator wire cowling locked against the handle assembly, and an audible click was heard. There was no visual damage to the indicator wire prior to use, no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the exoseal vcd through the sheath. The sheath was not kinked or bent. During retraction, the indicator window of the exoseal device was facing up; however, the indicator window did not change. Upon removal of the device from the patient, no damage was noted to the indicator wire loop. A non-cordis sheath was used. Angiography verified the femoral artery¿s suitability, including the vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, mild access vessel tortuosity was present, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, the target femoral site had not been previously closed with a closure device or manual compression within 30 days of the procedure, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used during a diagnostic procedure. The physician had achieved certification on the use of the exoseal vcd. The device was stored and prepared as per the IFU. The device will be returned for evaluation.